Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced frequent urination, a dry mouth, and felt dehydrated. The patient performed a fingerstick and the cgm reading was 220 mg/dl, and the blood glucose reading was 500 mg/dl. The patient drove himself to the hospital where he received treatment with fast acting insulin and intravenous fluids for dehydration. The patient stated he recovered after the treatment and was discharged on the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.